Event description:
The guidewire was found to have polytetrafluoroethylene (ptfe) coating scrapped at approximately 30cm from its proximal end. There was no clinical consequence to the patient.

Event description:
The guidewire found to have polytetrafluoroethylene (ptfe) coating scrapped at approximately 30cm from its proximal end. There was no clinical consequence to the patient.

Manufacturer narrative:
The guidewire was received along with a microcatheter. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off between 29.0cm and 32.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. During functional testing the guidewire was advanced through the returned microcatheter and some friction was experienced due to compressions on the microcatheter. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
The guidewire was found to have polytetrafluoroethylene (ptfe) coating scrapped at approximately 30cm from its proximal end. There was no clinical consequence to the patient.